Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" and ketones. A specific bg value was not provided. Cause was not known. Subsequently, the customer went to the emergency room (ER). The customer was treated with intravenous fluids of saline and insulin. The customer was released from the ER on (B)(6) 2026 with issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.